Manufacturer narrative:
B4: (B)(6)2021. D8: no . G1: (B)(6). G3: (B)(6)2021. G6: follow-up # 1. H2: additional information, device evaluation. H3: yes . H6: health effect - clinical: 2377. Health effect - impact: 4627. Medical device problem code: 2682, 4002. Type of investigation: 10, 3331. Investigation findings: 213 investigation conclusions: 4315 h10: it was reported that the patient had persistently experienced radicular pain due to subsidence and suspected osteolysis. The radiographic images showed evidence of device loosening as well as cystic formation around the endplates. Due to the lack of pre-operative or immediate post-operative images, further analysis was hindered. The implant was intact as-received. The endplates, sheath, fiber construct and core were present; however, the endplates were not parallel. No microbiology or pathology results were provided. The cause of this event was unclear. The device had not experienced mechanical failure, but some in vivo damage was present.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
It was reported that the patient had radicular pain and the m6-c artificial cervical disc was removed.